Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they found tiny fibers in raytec gauze. The fibers were determined to be part of the gauze. A picture was submitted which showed an autologous bone with tiny fibers attached to them. There was no patient injury.